Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate date. The device was not returned for analysis, which would have aided in determination of the root cause. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported as a general comment that several starclose se devices had resistance while advancing the thumb advancer and the sheath did not split completely after puncture closure of an unspecified vessel was attempted after an unspecified procedure. Sheath carving also occurred. The clip was not deployed and remained in the sheath. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The number of patients, procedures, and number of starclose se devices used was not provided. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.